Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report, operating room records) were provided. The provided lot number is incorrect, therefore the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date or the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a bilateral patient. Left hip case is reported under (B)(6). (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 54/50 p on the right side on (B)(6) 2007. The patient was revised on unknown date due to pain.